Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and calcified anastomotic inner forearm vein. A guide sheath was inserted from the vein side and approached the arterial side by a non-bsc guidewire. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was then advanced for dilatation. However, upon the first inflation at 8 atmospheres for 1 second, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.